Manufacturer narrative:
The reported event of separation failure was not confirmed. A visual inspection of the device revealed inner helix was bent out of shape, and this is consistent with explant damage. The outer helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The device history record was reviewed, and the device passed all tests prior to its distribution. Further analysis performed revealed no anomalies.

Event description:
It was reported that the right atrial (ra) leadless pacemaker (lp) was unable to be removed from the delivery catheter during the implant procedure. A new delivery catheter and ra lp were used to resolve the event. The patient was in stable condition.